Event description:
It was reported that the patient presented to the clinic with palpitations and irregular heartbeat. History of chest pain was also noted. It was noted that the lead was projecting over the svc and azygous vein and was no longer in the right ventricle. Patient condition was stable. The lead was explanted due to left ventricular lead dislodgement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.